Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed a white line on the left side of the screen. Customer stated that the pump is alarming, and the screen was frozen. During troubleshooting with tandem technical support the screen was unable to be cleared. There was no reported impact to customer's blood glucose level. Customer had not checked their blood glucose level. Customer indicated that they have back up manual injections for continued insulin therapy.